Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. There was a residue of olympus glue remaining in the auxiliary channel from the previous repair. Additionally, the evaluation revealed the following findings: the printed circuit board was deformed and reduced angulation was observed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera ii colonovideoscope exhibited an issue with the auxiliary channel. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, foreign material was found inside the auxiliary channel, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the previous repair of the subject device being inappropriate. - the user detected a defect of the auxiliary water channel when disinfecting the device returning from maintenance. - residue of olympus glue was clogged in the auxiliary water channel. - this was due to insufficient cleaning when attaching the c-cover [plastic distal end cover] in the previous repair. Olympus will continue to monitor field performance for this device.